Event description:
The customer alleged they received questionable urea/bun results on their c701 analyzer for two patients. The units of measure were requested but not provided. The first patient's initial urea/bun result was 0.3 and it was reported outside the laboratory. The clinician requested the sample be repeated. The sample was repeated on the same module and the result was 9.9. The customer checked the sample integrity and there was nothing wrong with the specimen. On (B)(6) 2014, the second patient's initial urea/bun result was 0.1 and it was reported outside the laboratory. The clinician requested the sample be repeated. The repeat result was 10.0. The initial results were not acted upon by the clinician and no harm was done to the patients. There were no adverse events. The urea/bun reagent lot number and expiration date were requested but not provided. The field service representative replaced the sample probe and adjusted the ultrasonic mixer vertically and horizontally. He checked the laundry nozzle and adjusted the gear pump pressure. A precision test was run. Quality control was run and all the results were ok. The system check tested ok.

Manufacturer narrative:
This event occurred in (B)(6).